Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, two electronic photos were provided for review and the photo shows one broviac catheter implanted in a patient. In visual evaluation, the outer catheter tube was noted to be disconnected from the inner tube and a complete circumferential break was noted on the proximal end of the outer catheter tube. Lack of adhesive was noted on the distal end of the clamping sleeve and the inner catheter. Therefore, the investigation is confirmed for the reported catheter fracture and identified loss or failure to bond and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2027), g3 h11: b5, h6 (device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one day post catheter placement, the outer tube allegedly became disconnected from the inner tube at the juncture of the two-tube section. It was further reported that the device was repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 09/2027).

Event description:
It was reported that less than twenty-four hours after chronic catheter insertion, the outer tube allegedly became disconnected from the inner tube at the juncture of the two-tube section with the ¿clamp here¿ section. It was further reported that the device was repaired successfully. There was no reported patient injury.